Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 451 mg/dl. Customer stated that they felt dizzy. Customer reports they feel okay to troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshooting further since they was good now, believe that customer forgot to deliver bolus in the morning. The device will not be returned for analysis.